Event description:
Patient tested 3.8 inr and 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
It was reported by the affiliate that during a cholecystectomy the device could not clear the test before using. Another device was used to complete the case. There were no adverse consequences to the pt.